Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: c all service alarms 054 and 052 were observed in the download history, which may cause the display to be blank for several seconds. The pump was opened and the display flex was noted to be fully seated in the connector with the latch closed. Unrelated to the original complaint, the display was dim and discolored. In addition, the battery compartment was cracked in two places.